Event description:
During patient follow up, six months following surgery, it was discovered that a pedicle screw was broken. However, the event was not reported until (B)(6) 2014. Due to the fact that the event was discovered during a follow up visit, further information regarding the timing fo the event could not be determined. It is expected that the patient will be revised but revision surgery has not yet been scheduled. No additional information regarding the product or the circumstances surrounding the break were available at the time of this report.

Manufacturer narrative:
No parts have been returned. No analysis can be done at the item of this report. It is expected that the patient will be revised per physicians discretion. The report will be re-submitted if the part in question becomes available. The complaint file will be closed if no parts are returned within 90 days. (B)(6).